Event description:
It was reported that the device was only able to be interrogated by inductive telemetry and not rf telemetry. Another rf wand was used, but the issue still remained. No sources of emi were identified. The patient was asymptomatic. A follow-up to attempt to resolve the issue was planned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.